Event description:
Customer reported that the scanner was stopped mid-scan and displayed an error message.

Manufacturer narrative:
Scan terminated due to bad optical encoder. After repairing and maintenance, system was functioning correctly. No patient injuries or other issues were reported.